Event description:
The pt required insertion of a swan-ganz catheter and an attempt to the right jugular was made. This failed therefore, an attempt was made to convert a triple lumen in the right groin into an insertion site for the swan. In the process, inadvertently the catheter migrated up the guidewire after being severed and was not retrievable from that site. Attempted surgical intervention to remove catheter at groin was unsuccessful therefore, attempt was made to retrieve at the right internal jugular which was successful.